Manufacturer narrative:
The customer¿s report that tubing had visible air in the line and a "hole/crack" was confirmed due to tears in the tubing. Visual inspection revealed, two small tubing tears were observed on the tubing (p/n tc10011704) 5/8 inches below the lower the fitment, confirming the customer¿s report of a hole. The tears were observed to be parallel to each other and were slightly jagged at the tear site. No other anomalies or tools marks were observed throughout the set. Functional testing revealed, liquid leaked from the tears allowing air to enter the line, also confirming the customer¿s report of air in line. No other leaks were observed throughout the set. No further testing could be performed on the set due to the tears in the tubing. The root cause of the tears could not be identified.

Event description:
It was reported that in the neonatal ICU, during assessment of the tubing there was visible air in the line and a "hole/crack" was discovered to be leaking tpn. A new bag of tpn was ordered and the infusion was restarted with a new IV tubing. The customer states they are unsure of patient injury.